Event description:
It was reported that after an a-fib procedure a pericardial effusion was discovered in the recovery room (approximately 2 hours later) when patient's blood pressure dropped. Surface ultrasound confirmed pericardial effusion and pericardiocentesis was performed. The patient was stabilized with no further adverse reaction. The outcome of the adverse event was fully recovered and the physician stated that the patient was doing well. The physician opinion regarding the causality of the event was possible procedure related.

Manufacturer narrative:
Product investigation was not conducted since the device was not returned to bwi for analysis. DHR could not be performed since lot number was not provided by the customer. Concomitant products: m-4800-01; carto 3 system: us catalog #: fg540000, serial # (B)(4), m-5463-01; stockert 70 system, us catalog #: s7001, serial #: (B)(4), m-5491-02; cool flow pump: us catalog #: cfp002, serial #: (B)(4); lasso 2515 nav (reprocessed catheter); ez steer cs (reprocessed catheter). (B)(4).